Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had buttons are unresponsive specially the center button and the graph. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that there was delay and she has to repeat pressing the button before she gets a response. Customer stated that numbers are ramping on their own. Customer stated the there was a delay the scroll bar moving up or down with no input from the user. Customer had to apply pressure and at times tries to repeat it before she gets the response. Customer stated that insulin pump was not exposed to a change in altitude. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No unexpected numbers ramping and slow response or delay noted during testing.